Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our field clinical specialist (fcs) during a transfemoral transcatheter tricuspid valve replacement (ttvr) with a 29mm sapien 3 ultra resilia valve in a surgical valve, while pushing the valve through the 16f esheath+ the sheath kinked and the valve started to come out the side of the sheath. The entire system was removed from the body and there was no injury. A new valve and 29mm commander delivery system were prepped however a non-edwards sheath was used. The valve was successfully placed.